Event description:
While wearing the sound processor, the pt reportedly was unable to obtain lock between the cochlear implant and the external equipment. The pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the deice was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.